Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump volume was not anunciating and customer was unable to hear alerts and alarms notifications. There was no reported adverse impact to the customer. Reportedly, customer continued to use the pump for insulin therapy.